Event description:
It was reported the patient experienced a loss of therapy. A dye study was performed and there was no flow. Surgical intervention occurred (B)(6) 2015. When the spinal incision was opened, the spinal segment had withdrawn from the intrathecal (it) space. The catheter segment was cut and a new segment inserted and connected to the pump. The flow appeared normal. The issue had been resolved. Patient status at time of this report was alive; no injury. The pump was delivering prialt.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).